Manufacturer narrative:
(B)(4) . The reported setscrew anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
It was reported that when a patient presented in-clinic for routine, episodes of undersensing were observed. The device was explanted and replaced due to the set-screw being unable to be tightened during the lead repositioning procedure.